Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Account reported patient also has light corneal haze centrally in left eye following the photorefractive keratectomy procedure (prk). Lasik flap made initially led to ingrowth, prk over flap performed led to haze.

Event description:
The surgeon reported that he completed flap procedure on right eye and when he finished the flap in the left eye was unable to lift it. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient symptoms resolved on (B)(6) 2015. Patient will return to center for photorefractive keratectomy (prk) procedure over flap in the left eye. Bcva from (B)(6) 2015: right eye pre-op 20/15 -2.75 x -.50 x 120, left eye pre-op 20/15 -3.50 x -.00 x 90. Post-operative measurements were not provided.